Manufacturer narrative:
The remote service engineer (rse) ordered and shipped two speakers to the customer site. Based on the information available and the testing conducted, the cause of the reported problem was the speaker.the customer was provided two replacement speakers to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the system did not meet the specifications for the performed service and was not returned to use. The customer requested two x2 speakers. A good faith effort (gfe) was performed to clarify the customer allegation and determine if the speakers produced sound, but no additional information was provided. Patient involvement is unknown. There was no report of patient or user harm.